Event description:
The facility's biomedical technician reported an infusion pump with a failure code 33 found during biomedical testing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.